Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: review of complaints history. Results: a DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. A two year lookback in trackwise for similar complaints for product ID's 437a1018, 437b1002l and 437b1002r shows that the following (B)(4) cases were reported including this incident all of which are from this reporting facility. No new design or manufacturing trend has been identified. This appears to be isolated to one customer as all (B)(4) reported cases were from the same customer. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product. Although product was not received for review an in service is being recommended with focus to proper assembly and disassembly of this device as our records show that over the course of 2 years a total of (B)(4) related complaints were received including this case all from this customer. Inspection results of the devices received shows that the most likely cause of the end users experience could be use error during assembly/disassembly.

Event description:
It was reported that one of the arm was broken (specifics as to how it was broken or pictures to show problem was not provided). The product was in contact with the patient. There was no patient injury or death alleged. The event lead to an increase of surgery time. Product ID of the device was reported as either "437b1002i or 437a1018". Additional information has been requested but to date, no new information has been provided.